Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was suspected intermittent far field r-wave (ffrw) oversensing from the right atrial (ra) lead. It was also reported that the clinician suspected pacemaker failure and thought the cardiac resynchronization therapy defibrillator (crt-d) was misfiring. The ra lead and crt-d remain in use. No patient complications have been reported as a result of this event.